Event description:
The rptr stated the surgeon attempted to insert a cc4204bf collamer single piece lens, but the lens tore in the cartridge prior to insertion. There was no pt contact or injury. Another same type lens was implanted.